Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number is k013227.

Event description:
Heavy granulation tissue, blew out floor to sinus, implant was removed due to lack of integration and stability issues. Grafting was re-done with allograft, site sealed and waiting 3 months before uncovering to place implant once bone is integrated. Tooth site #27.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number is k013227.

Event description:
Heavy granulation tissue, blew out floor to sinus, implant was removed due to lack of integration and stability issues. Grafting was re-done with allograft, site sealed and waiting 3 months before uncovering to place implant once bone is integrated. Tooth site #27.

Manufacturer narrative:
This report is being submitted to report additional and corrected information. Further investigation has revealed that this event does no longer meet the requirements for a reportable event. The event was incorrectly reported in to be a sinus perforation. Customer has confirmed that this is a loss of integration with bone loss. No further medwatch report will be submitted for this event. The following sections are being reported:

Event description:
Additional information received from the customer confirms that this event is a loss of integration with bone loss.